Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt. The blood glucose reading was 182 mg/dl. Upon troubleshooting, insulin did exit during a fixed prime. The customer was unable to remove the infusion set for inspection at the time of the call. She was advised that there may be a possible site related issue, possibly due to a bent cannula or a site/set occlusion. She noted that there seemed to be an air bubble present during a 5.0 unit push. The customer was advised to change the entire infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.